Manufacturer narrative:
The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additionally, if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small for which biosense webster¿s product analysis lab has identified hemostatic valve separation. It was initially reported by the customer that the dilator would not insert through the valve as if something was obstructing the sheath. The sheath was replaced to resolve the issue. There were no patient consequences. On 1/22/2020, additional information was received indicating resistance was felt when trying to insert the dilator into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small; not when trying to insert the catheter. It appeared the sheath was partially blocked. The material causing the obstruction seemed to be a manufacturing defect of the sheath itself and not any foreign material. Because the dilator could not even be inserted into the sheath, no attempts were made to insert any needle/wire/catheter based on the customer¿s initial report and the additional information, the issue of obstructed sheath was assessed as not reportable since the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 2/3/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis found the hemostatic valve was sitting in a vertical position as opposed to its usual horizontal. During a second visual analysis it was also observed that the hemostatic valve was pushed into the luer hub with the friction ring and brim cap having no damages. These findings were reviewed and assessed the hemostatic valve separation as an MDR reportable malfunction. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through visual analysis on 2/3/2020 and reassessed this complaint as reportable.

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small for which biosense webster¿s product analysis lab has identified hemostatic valve separation. It was initially reported by the customer that the dilator would not insert through the valve as if something was obstructing the sheath. The sheath was replaced to resolve the issue. There were no patient consequences. The issue of obstructed sheath was assessed as not reportable since the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 2/3/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis found the hemostatic valve was sitting in a vertical position as opposed to its usual horizontal. During a second visual analysis it was also observed that the hemostatic valve was pushed into the luer hub with the friction ring and brim cap having no damages. These findings were reviewed and assessed the hemostatic valve separation as an MDR reportable malfunction. Device evaluation details: the device evaluation has been completed. Device was inspected and visual analysis revealed that hemostatic valve was pushed in into the hub. Friction ring appears with no damage and was observed still in place. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer¿s complaint was confirmed. The root cause of the valve separation could be related to the procedure, however this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s ref # (B)(4).